Event description:
A (B)(6) male patient was a part of the (B)(4) study. Patient¿s medical history includes angina, 2 previous pci's, stable angina pectoris, ischemia, hyperlipidemia, hypertension, knee arthritis, cataract, smoking, and benign prostatic hypertrophy. During the index procedure, the patient received a 3.5 x 23mm cypher stent in the proximal lad and balloon angioplasty was performed in the first diagonal. The lesion in the proximal lad was an in-stent restenosis of a previously implanted xience stent. In (B)(6) 2012, the patient underwent revascularization of an unknown vessel. Additional information is unavailable.

Manufacturer narrative:
Concomitant medications included enalapril, lipitor, metoprolol, omega 3, and vit b1. The exact event date is unknown however it was reported that the patient underwent revascularization in (B)(6) 2012. A (B)(6) male patient was a part of the (B)(4) study. Patient¿s medical history includes angina, 2 previous pci's, stable angina pectoris, ischemia, hyperlipidemia, hypertension, knee arthritis, cataract, smoking, and benign prostatic hypertrophy. During the index procedure, the patient received a 3.5 x 23mm cypher stent in the proximal lad and balloon angioplasty was performed in the first diagonal. The lesion in the proximal lad was an in-stent restenosis of a previously implanted xience stent. In (B)(6) 2012, the patient underwent revascularization of an unknown vessel. Additional information is unavailable. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15096318 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and smoking.